Manufacturer narrative:
(B)(4). Date sent: 6/17/16 intra-operative photos received. Two pictures side by side were provided, the one the left side is blurry and the objects present are not easily identified. The picture on the right shows tissue cut and two staple legs can be seen protruding from the tissue, the legs appear to be unformed, but there does not appear to be any bleeding. Based on the photo evidence, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue. Hands on analysis of the device and cartridge may provide the additional evidence needed to determine the cause of the complication.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the product code of the cartridge (gst60b, ecr60b, etc.)? Gst60b.

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon fired the blue cartridge on the stomach. It was the last firing of a sleeve procedure. There were several staples that were not formed and sticking straight up. It (the sleeve) was already done, he over sewed the staple line to make sure there were not issues. There were no adverse consequences for the patient.